Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported while using the night aligners that they feel #25 needs to go back and # 26 needs to go more forward. The patient stated that they chipped # 25 a little in the past because it is too forward, and it is also twisted a little.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.